Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ('abdominal pain') and genital haemorrhage ('excessive bleeding') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria hospitalization and intervention required), fatigue ("fatigue"), back pain ("complete blockage of the pelvis / back/pelvic problems"), allergy to metals ("many symptoms resulting from allergy to nickel"), disturbance in attention ("concentration problems") and mood swings ("mood swings"). The patient was treated with epinephrine (epipen), chiropractor and surgery (essure removal and novasure operation). Essure (ess205) was removed in (B)(6) 2019. At the time of the report, the abdominal pain, genital haemorrhage, fatigue, back pain, allergy to metals, disturbance in attention and mood swings outcome was unknown. The reporter considered abdominal pain, allergy to metals, back pain, disturbance in attention, fatigue, genital haemorrhage and mood swings to be related to essure (ess205). The reporter commented: have had numerous symptoms that have largely disappeared after the removal of the coils in 2019. She informed that had lost 10 years of her life because of the coils, and just feel like a different person, after the removal of the coils. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-sep-2020: reporter and patient¿s information were updated. Essure insertion date update to 2006 (essure model changed), removal date provided, and epipens added as treatment medication. The event adverse event nos was updated to fatigue, and the event abdominal pain was considered the reason for medical device removal. Furthermore, the events genital bleeding, back pain, allergy to metals, concentration problems and mood swings were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ('foreign body material has been removed') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2016, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced adverse event ("various physical symptoms have developed / I suffer damages"). The patient was treated with surgery. Essure was removed. At the time of the report, the medical device removal and adverse event outcome was unknown. The reporter considered adverse event and medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-aug-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ('foreign body material has been removed') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2016, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced adverse event ("various physical symptoms have developed / I suffer damages"). The patient was treated with surgery. Essure was removed. At the time of the report, the medical device removal and adverse event outcome was unknown. The reporter considered adverse event and medical device removal to be related to essure. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.